Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 02, 2023.

Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2023. The patient was also placed under general anesthesia on (B)(6) 2023 during the revision surgery. This report is submitted on february 07, 2024.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery in order to reposition the magnet (specific date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on january 11, 2024.

Manufacturer narrative:
Correction: the correct date of awareness for follow-up report #1 is december 22, 2023 not september 11, 2023 as previous reported. This report is submitted on march 19, 2024.